Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarms. The customer¿s blood glucose was unknown. Troubleshooting was provided and advised to customer to monitor the insulin pump. Customer stated that they insert the battery and insulin pump alarmed again pump errors. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump errors 54, 3, and 63 occurred during testing; however, pump error 54 and pump error 3 are found in the pump history file due to software errors. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.